Manufacturer narrative:
(B)(4). Any addition information received from the customer will be included in a follow up report. (B)(4). The device was received by carefusion but the service technician has scrapped the suspect device. It is unclear if there was patient involvement with this event. Patient demographics such as age, date of birth, gender, and weight were not provided by the customer.

Event description:
The customer reported the model ltv (lap top ventilator) 1200 ventilator was sent in for preventative maintenance and the solenoid mount assembly caused a 12 cmh2o leak during the peep leak test and also caused a 3cmh2o leak during the high side ap leak test. It is unknown if there is patient involvement with this report.